Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver fentanyl 25mcg/ml, in the continuous only mode, with a 25mcg/hr continuous rate, and delivery was started. On (B)(6) 2013 at an unspecified time, the customer contact reported that the device alarmed for check injector. At that time, it was reported that the vial was adjusted and the delivery was restarted. After an unspecified length of time, it was reported that the device again alarmed for check injector. At that time, the nurse expected that 8ml was to been delivered; however, the vial was still full. The device was removed from clinical service. Therapy was resumed using a replacement device. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device alarmed for check injector. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2013 between 1702 and 2156, the door was opened, there was one check vial alarm, one check syringe alarm, one check injector alarm, one barcode not read alarm, alpha vial was confirmed, confirmed a drug concentration of 25mcg/ml, device was programmed in the continuous mode, with a 25mcg/hr continuous rate, with no dose limit, settings were confirmed, settings were retained, door was locked and infusion started. Between 1841 and 2156, door was opened twice, 196mcg and 80mcg shift totals cleared, door was locked twice and infusion started twice. On (B)(6) 2013 between 0000 and 0624, door was opened 3 times, 109mcg and 102mcg shift totals cleared, door was locked 3 times and infusion started 2 times. Between 0650 and 0653, there was one occlusion alarm, 1 infuser paused alarm, door was opened twice, 2 check injector alarms, 1 check syringe alarm, 1 check settings alarm, alpha vial was confirmed, previous settings were retained, settings were confirmed, door locked twice and infusion was started. Between 0803 and 0806, there was 1 occlusion alarm, infuser paused alarm, door was opened and locked once, 1 check vial alarm, 1 check syringe alarm, 1 bar code not read alarm, alpha vial was confirmed, settings retained, settings confirmed, and infusion started. Between 0943 and 0944, there was 1 occlusion alarm, infuser paused alarm, door was opened twice, 1 check vial alarm, 1 check syringe alarm, 1 check injector alarm, alpha vial was confirmed, settings retained, settings confirmed, 80mcg shift total cleared, door locked twice, and infusion started twice. Between 1122 and 1256, there was an occlusion alarm, infuser paused alarm, door was opened 4 times, 1 check injector alarm, 2 check syringe alarm, 1 barcode not read alarm, 1 check settings alarm, 1 check vial alarm, alpha vial was confirmed, settings retained, settings confirmed, door locked 3 times, infusion started 2 times, 73mcg shift total cleared and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.